Manufacturer narrative:
The customer's test strips were requested for investigation, but they are no longer available to be returned. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results for 1 patient from accu-chek inform ii meter, (meter a) serial number (B)(4), compared to accu-chek inform ii meter, (meter b) serial number (B)(4). At 5:09 pm, the result with meter a was 406 mg/dl. At 5:11 pm, the result with meter a was 335 mg/dl. At 5:22 pm, the result with meter b was 246 mg/dl. It is unknown which result was believed to be correct.